Event description:
"Patient in ccu with diagnosis of acute mi - required use of external pacer - apparently an EKG lead wire had been trapped under edge of anterior pacer pad. When external pads removed, posterior-anterior wall had first degree burn under pacer pad (complete size of pacer pad) and when anterior pad removed, a full thickness burn 1.5 - 2 cm. Area was discovered with blackened center and scant yellow drainage from upper corner. Currently treated with silvadene - expect to need debridements and graft (possibly)."